Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode on a cobas pro ise analytical unit. The results were questioned by the providers. The samples were then repeated on a second analyzer and these values were deemed correct. The first sample initially resulted in a na value of 147 mmol/l and it repeated as 141 mmol/l. The second sample initially resulted in a na value of 149 mmol/l and it repeated as 140 mmol/l.

Manufacturer narrative:
The provided calibration data from 07-jan-2025 to 09-jan-2025 had no alarms. Some quality control data appeared near or outside 2 standard deviations from the control mean. The qc results on the date of event were not provided. Upon review of the alarm trace, multiple abnormal aspiration alarms were observed. These are indicators of possible poor sample quality. The field service engineer determined that a worn-out vacuum nozzle was causing the ion-selective electrode (ise) vessel to not drain properly. The nozzle was replaced. The sipper probe and ise bath were cleaned. Reagents were primed and ise checks were performed. Precision studies were performed. The investigation determined the service actions resolved the issue. Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated.